Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f373 was conducted. There were no non-conformances related to this complaint. This lot met all release requirements. A review of kit lot f373 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #18: system pressure. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated at approximately 200 ml whole blood processed they noticed a leak coming from underneath the system pressure dome. Immediately after observing the system pressure dome leak, the customer stated an alarm #18: system pressure alarm was received after the purging air phase of the procedure was completed. The customer aborted the procedure and did not return blood to the patient. The customer stated after uninstalling the system pressure dome after the leak they noticed the pressure dome membrane was partially dislodged on one side. The customer stated the patient was stable. The customer will not be returning product for investigation.